Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. Product event summary: further analysis was performed on the main printed circuit board (pcb). This analysis was unable to isolate the fault due to possible pcb damage during previous rework.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the high rate cover, upper case, lower case, one control knob, one side bail cover and ring cover were broken, the battery drawer end cap was contaminated, the ring was bent and the main printed circuit board was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the external pulse generator (epg) was attached to a patient and set to 100 pulses per minute (ppm). The output was less than 80 ppm, so the epg was changed out with another unit. The epg was returned for repair. No patient complications were reported as a result of this event.